Event description:
It was reported that in the central sterile department at the user facility, the device was dropped and broke in half. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, battery was dropped and cracked, was confirmed. The service technician observed physical damage. As this is not a repairable product, the device was not returned to the customer.

Event description:
It was reported that in the central sterile department at the user facility, the device was dropped and broke in half. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.